Event description:
A hospital reported that an rt340 adult evaqua breathing circuit failed the ventilator leak test upon set-up repeatedly. Replacement of the breathing circuit solved the problem. No patient consequence reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt340 breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Test results indicate that the pressure drop exhibited by the breathing circuit is outside specification. Upon submersion in the water bath, a leak was detected at the expiratory tube close to the y-piece. This hole was not easily visible to the naked eye. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. It is likely that the expiratory tube in this case came into contact with a sharp object, for instance, the water feed spike in which is part of the humidification chamber packed in the breathing circuit kit. The water feed spike is encased in a protective covering, however, it is possible that the spike became dislodged during movement. As this breathing circuit would have passed the leak test following production, it most likely sustained damage during transportation or during equipment set-up. Our monitoring and trending of leaks in adult evaqua breathing circuits has a rate of occurrence worldwide in the last year.